Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a generator change procedure the atrial pin portion of the lead had appeared to be broken and extended. It was further reported that it was suspected that the lead damage occurred prior to the replacement surgery. The atrial portion of the lead was capped and a new atrial lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.